Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to the internal hybrid layer capacitor (hlc) batteries. The hlc batteries had become depleted. The device was archived by stryker and the customer will replace their device.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the device displayed the attention, service wrench and charge-pak icons. The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the device displayed the attention, service wrench and charge-pak icons. The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.